Manufacturer narrative:
The patient remained ongoing on pump support until the pump was explanted on (B)(6) 2017 due to cardiac recovery. The explanted pump was returned for evaluation. Thrombus was confirmed during disassembly of the returned pump and was reported under medwatch MFR report # 2916596-2017-00515 and is provided below. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 10.5 inches from the pump housing and the remainder of the driveline was not returned. Upon disassembly of the pump, a red thrombus formation was found surrounding the outlet bearing ball and partially occluding the blood flow path between all three stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The areas of denaturation on the thrombus indicate that it was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation. Visual inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Examination and electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists hemolysis, thrombus and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age was estimated from the age at the time of lvad implant. (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented to an outside hospital with five days of dizziness, frontal headache and confusion. A new left posterior cerebral artery (pca) infarction was suspected. The patient was also found to have new onset anemia with a hemoglobin level of 5.6 g/dl. A rectal exam was negative for hematochezia or melena, but the stool was guaiac positive. The patient's anticoagulation medication at the time was aspirin. The patient was transfused with two units of packed red blood cells (prbc). On an unspecified date, the patient was transferred to the implanting center for further management. Another 2 units of prbc's were transfused. When the CT scan from the outside hospital was reviewed by a neurologist and was compared with a CT scan from (B)(6) 2015, it was determined that the left pca finding was a chronic infarction. Additionally, the patient's inr value was 1.9 and the lactate dehydrogenase (ldh) level was 1238 u/l. The patient denied any heart failure symptoms, hemoglobinuria, fatigue, shortness of breath, chest pain, or nausea and vomiting. The patient also denied left arm numbness, tingling, or trauma. There were no reports of any lvad alarms or driveline issues. The patient was treated with IV heparin and the ldh improved to 729 u/l. As of (B)(6) 2016, the gi bleeding and hemolysis were reported as having resolved and the patient was discharged. No additional information was provided.